Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated hip replacement surgery on (B)(6) 2019. On (B)(6) 2019 manufacturer's representative met with the patient and was able to connect to the patient¿s ipg. Troubleshooting resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.